Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to log in to the pyxis machine; both badge tap and manual credential entry showed ¿unable to authenticate,¿ despite credentials working elsewhere. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.